Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An operating room supervisor reported that during a cataract extraction with intraocular lens implant surgery the handpiece had no rotation in ultrasound.

Manufacturer narrative:
The phaco handpiece received for evaluation. A visual assessment of the returned sample revealed a cable that is not company product. The connector strain relief is darker blue, and it does not have the logo. Root cause: the root cause of the reported event can be attributed to a third party repair on the handpiece. (B)(4).